Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. This was discovered during an evaluation of the patient's pacemaker check that there were ra signals at the same time as the right ventricle (rv). Subsequently, the pacemaker was reprogrammed from dual chamber pacing to pace only in the ventricle. The patient is not pacemaker dependent and no further complications have been reported.